Manufacturer narrative:
The device br16017 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the ac-pc is not properly defined and causing skewing of the image when flipping on the right-left axis.

Manufacturer narrative:
It was reported that the image become skewed when user flips it on the left/right axis after the ac-pc plane is defined. Technical investigation enabled to recreate the event and to confirm the device malfunction. The root cause of the malfunction is due to a design defect.